Manufacturer narrative:
The device sp14003 has been inspected for investigation purpose. The tests performed confirmed that the robot stand touchscreen usb cable was damaged. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, a robot stand touchscreen usb cable was defective and it was identified that the pc was non-functional. There was no patient involvement reported.